Event description:
The physician reported that following the lead connection procedure, the silicone cap above the connection set-screws detached from the header and fell into the pacemaker pocket. The subject pacemaker and silicone cap were removed from the pacemaker pocket and another pacemaker was subsequently implanted.

Event description:
The physician reported that following the lead connection procedure, the silicone cap above the connection set-screws detached from the header and fell into the pacemaker pocket. The subject pacemaker and silicone cap were removed from the pacemaker pocket and another pacemaker was subsequently implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical, and mechanical characteristics are within specifications. The reported silicone cap detachment was confirmed by this analysis, as well.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
The physician reported that following the lead connection procedure, the silicone cap above the connection set-screws detached from the header and fell into the pacemaker pocket. The subject pacemaker and silicone cap were removed from the pacemaker pocket and another pacemaker was subsequently implanted.